Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 25 mg/dl at the time of the incident. The customer was given glucagon to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer stated that she did not do well with the pump in auto mode and passed out twice. On (B)(6) 2017 the customer passed out in the tub while the pump was in auto mode. The customer took off the pump after the last low incident. The insulin pump will not be returned for analysis.